Event description:
It was reported that the right ventricular (rv) lead fractured, had no capture and undefined lead impedance. The patient is a mail carrier and the physician felt that the lead performance was because of how the patient carries the mail bag. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analysis found that the distal conductor was fractured. The proximal conductor was fractured and the distal conductor was distorted. All conductors had blood/body fluid (not obstructed). The outer insulation had a white substance and a cosmetic depression.